Event description:
The user facility reported a 78-year-old female (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support during cardiac surgery. Patient tolerated pci/impella placement well. Due to hematoma, md made decision to remove impella and send patient to ICU. Doctor successfully managed complication with device removal and fem-stop. All drips were stopped.

Manufacturer narrative:
The investigation into a patient's access site bleeding has been completed. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided. Instructions for use for this event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿